Event description:
Customer prforming parallel testing of 0.8% resolve a, lot# 8ra196. Customer states that pt samples containing anti-e, fye, -k, -c, -e, and passive anti-d were missed. No death or serious injury is associated with this event.